Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: female was implanted with unk plate and screw on (B)(6) 2012. Post operatively the plate broke on an unk date. Plate and screw was removed on (B)(6) 2012. No further info is available.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Catalog #: catalog number was provided.